Manufacturer narrative:
Integra has completed their internal investigation on 14mar2016. The product was not returned for evaluation. A review of the device history records has been performed. This review confirmed that this lot of products was reviewed and released according to qa specifications. A review of historical complaint data displayed no increase in trends. The clinically applied product was not returned for evaluation; therefore, the specific cause for the problem reported could not be identified.

Event description:
It was reported that the duraseal was dry. There was a 15 minute delay in surgery. Several requests for additional information has been requested but to date, no new information has been provided.